Event description:
Emergency room personnel were attending to a pt that arrested en route to the hosp and reported to be doa at the ER. External pacing was attempted and allegedly the operator could not increase the pacing current. A back up device was obtained, however; the reporter stated no countershocks were delivered and external pacing was not reinitiated. The pt was not resuscitated. The reporter stated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the clincian's assessment of the pt's viability.

Manufacturer narrative:
To facilitate customer satisfaction a replacement device has been provided to the customer. The subject of the reported event will not be returned to svc. Except as provided by 21 cfr 803.56, physio-control does not intend to submit additional information on this event to FDA.